Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019 at 11am with blood glucose value 360 mg/dl. The customer blood glucose level was 405 mg/dl at the time of incident and the current blood glucose level was 140 mg/dl. Customer feel okay to troubleshoot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.